Manufacturer narrative:
No additional information as available. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Deformation of the tip cover due to external factors was recognized. The bending section cover bond was cracked due to external factors. The bending section cover adhesive was cloudy. The tip cover was burnt due to handling (contact with high frequency snare, influence of radiant heat). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported the angle on the evis lucera elite gastrointestinal videoscope was bad. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting the air/water nozzle due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material was exiting the air/water nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material inside the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.